Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited undersensing that led to false pause episodes and false bradycardia. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.